Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional absolute pro referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for evaluation and the reported difficulty was able to be confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the lower extremity. The 8.0 x 40 mm absolute pro stent was successfully implanted, but during removal of the delivery system strong resistance was met with the sheath. The delivery system was removed as a single unit with the sheath. A 7.0 x 40 mm absolute pro stent was then successfully implanted, but again during removal of the delivery system, strong resistance occurred with the sheath and they were removed as a single unit. Balloon angioplasty was performed with a non-specified balloon to successfully complete the procedure. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.